Event description:
It was reported that patient underwent a right total knee arthroplasty. Subsequently, the patient has a pending revision due to loosening of the tibial component.

Manufacturer narrative:
(B)(4). D10 medical devices: all poly patella standard cemented size 38 mm diameter 9.5 mm thickness catalog#: 00597206538 lot#: 63639795 femoral component option size g right compatible with lps-flex prolong catalog#: 00596401752 lot#: 63477161 articular surface size gh 10 mm height catalog#: 00596405010 lot#: 62768175 customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: b4, g3, g6, h2, h3, h6, and h11. Reported event was confirmed by review of medical records. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: findings: summary of pre-revision: increasing pain, limp, varus deformity, effusion/swelling, x-ray positive subsidence loosening, lucency. 1 episode of buckling/locking of knee unstable, x-ray- loosening tibial. Negative infection works up. Revision op note: aseptic loosening tibial component. Tibial component frank loosening noted. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: b2, b3, b4, b5, b7, d6b, d10, g3, g6, h2, h6, and h11. D10 medical devices: all poly patella standard cemented size 38 mm diameter 9.5 mm thickness catalog#: 00597206538 lot#: 63639795. Femoral component option size g right compatible with lps-flex prolong catalog#: 00596401752 lot#: 63477161. Articular surface size gh 10 mm height catalog#: 00596405010 lot#: 62768175. Refobacin bc r 1x40 us catalog#: 110034355 lot#: 904bah3104. Refobacin bc r 1x40 us catalog#: 110034355 lot#: 904bah3104. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent a right knee revision approximately four years post-implantation due to pain, loosening, and tibia subsidence. All components were removed except the patella.